Event description:
It was reported that while performing intravascular ultrasound in the rca, difficulty with the imaging was encountered. When the device was flushed in an attempt to regain an image, the pt became hemodynamically unstable. Ultimately, an intra-aortic balloon pump (iapb) was inserted and the pt's condition stabilized. Ptca was attempted to treat the lesion but was unsuccessful. The pt was scheduled to have CABG later in the day. Two of the three devices used were to be returned. During processing of this complaint qa attempted to obtain complete info of the event and pt status from the hospital.